Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a software issue. A technical support specialist confirmed that drive spaces were good, there were no drawer failures. Technical support specialist connected to the device, ran file data synchronization, checked drive spaces and database size and resolved the issue. The system functioned as intended after the technical support specialist completed troubleshooting the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a fatal error issue.the customer stated that the malfunction occurred when the user was trying to issue the medication to a patient. The user was unable to remove the medication during the malfunction and there was a delay in the dispensing of the medication.there were no adverse events or injuries reported based on this event.